Event description:
Procedure" lower anterior resection. Reportedly, the ta 45 3.5 stapler was applied to the tissue and fired. The tissue was then transected and the stapler was opened. Upon opening the stapler the surgeon realized that the staples deployed but did not form properly. The staples were removed from the tissue and the tissue was then sutured. The surgeon then went on to complete the anastomosis using an end to end anastomosis stapler. The pt reported being ill approximately 4 days after the surgery in 2005 and then brought back into surgery 2 days later.